Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo o2 device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer's service technician observed error code battery not charging fault in the device¿s event log. The manufacturer's service technician replaced the device's detachable battery to address the issue. After replacing the part, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks on this device. The manufacturer's service technician determined the device was operating properly and it was cleaned.